Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that perforation of vessels is a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used for proximal-to-distal treatment of a 70% stenosed, severely calcified lesion in mid and distal right coronary artery (rca) via radial approach. Five low-speed treatments were successfully performed. Angiographic images were taken, and the vessel was fine. Following two high-speed treatments, angiographic imaging revealed perforation in mid rca. A non-csi/non-abbott balloon of unknown size was inflated to stop bleeding from the perforation but was unsuccessful. Two non-abbott covered stents were used to cover the perforation and a third non-abbott stent was used to cover the lesion. In the opinion of the physician, the high speed of oad crown rotation caused the perforation. There was no allegation of malfunction against the oad or csi device. The patient was stable after the procedure but was transferred to intensive care unit (ICU) for high-level care due to the procedure outcome. On (B)(6) 2024, the sales representative indicated that the patient has been discharged home.